Event description:
Upon receiving additional information of the reported event, it was determined to be not reportable. The initial report should be voided.

Manufacturer narrative:
Upon receiving additional information of the reported event, it was determined to be not reportable. The initial report should be voided.

Manufacturer narrative:
No device or photos were received; therefore the condition of the device is unknown. The lot number of the product is unknown; therefore the device history records, complaint history could not be reviewed. It could not be confirmed if the device was used in an approved and compatible combination. According to the op notes, the tm implant was intact and required several attempts to explant it from the site. By design the osteonecrosis implant is used to slow the progress of the bone's degradation. Therefore, eventual explantation is not an indication that the implant failed to perform as intended. Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated. Device location unknown.

Event description:
It was reported that patient underwent left total hip arthroplasty approximately 6 months post implantation. Patient dislocated due to avascular necrosis. As refered in the op notes, tm osteonecrosis intervention implant was explanted. This device is a tmt design controlled device.